Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/13/2020. H.6. Investigation: customer returned (1) open 8mm, 32g pen needle without the tear drop label. Customer states that one was found missing the label on the npe where the needle attaches to the insulin pen and when the consumer went to go grab the pen needle it pricked her finger and it bled. The returned pen needle was examined and exhibited a heat stake on the outer wall of the outer cover, which indicates that the sample was properly sealed during manufacturing. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that there was no packaging tab covering the bd ultra fine¿ pen needle's non-patient end, and the consumer pricked themselves during use as a result. The following information was provided by the initial reporter: "parent of consumer reported that consumer opened the box of pen needles and found one pen needle missing the label on the npe of the needle where it attaches to the insulin pen. Stated that when the consumer went to grab the pen needle it pricked her finger, under her nail and it bled. Stated the consumer did not need to seek any medical attention. Parent expressed concern with consumer getting ill from the needle prick. Advised parent of consumer that bd pen needles are manufactured with no human intervention."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was no packaging tab covering the bd ultra fine¿ pen needle's non-patient end, and the consumer pricked themselves during use as a result. The following information was provided by the initial reporter: "parent of consumer reported that consumer opened the box of pen needles and found one pen needle missing the label on the npe of the needle where it attaches to the insulin pen. Stated that when the consumer went to grab the pen needle it pricked her finger, under her nail and it bled. Stated the consumer did not need to seek any medical attention. Parent expressed concern with consumer getting ill from the needle prick. Advised parent of consumer that bd pen needles are manufactured with no human intervention."